Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  As the qc recovery was acceptable, there was no indication of a reagent or instrument issue.

Manufacturer narrative:
The customer replaced the ise standard, and diluent and recalibrated. The qc results were closer to the mean. The field service engineer was unable to determine a cause. He checked the nozzle alignments, decontaminated the ise system, ran ise checks, and ran precision testing that were acceptable. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. The customer repeated testing on another analyzer. Patient 1: initial sodium result was 154 mmol/l, and the repeat result was 145 mmol/l. Patient 2: initial sodium result was 153 mmol/l, and the repeat result was 146 mmol/l. Patient 3: initial sodium result was 152 mmol/l, and the repeat result was 140 mmol/l. The questionable results were reported outside of the laboratory. The sodium electrode lot number was c0728, the potassium electrode lot number was k6022, and the chloride electrode lot number was u5956. The expiration dates were requested but were not provided.